Manufacturer narrative:
The review of the device history records did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. Product was not returned for manufacturer examination. Several attempts were made to the reporter, to collect additional information on the cause of migration or on the surgical's steps followed during the initial surgery and revision. No answer was received. The only information provided in the survey report that there is no reasonable possibility that the event may have been caused by the device. From information provided based on the product history records, the review of this case with the product manager, and the recurrence of this type of event for this implant, the likely cause for the event could be a user error: bad disc preoperation. Indeed, the investigation found no evidence to indicate a device issue. Based on the change of the size of implant during the revision, and the fact that on the annual survey form, the surgeon had reported that the event was ¿probably not device related", it was assessed that the hypothesis of the incident is a "user error". However, no conclusion could be confirmed because of the lack of information. The root cause is unknown with a hypothesis of user error. If additional information was received that allow to draw a conclusion for this case another report will be sent. Not returned.

Event description:
Mobi-c p&f us: revision due to migration. Detected during investigation of complaint ( internal reference cmp (B)(4)) that two revision occured: implanted on (B)(6) 2016. Pain appeared in (B)(6). Migration on x-ray. Implant revised on (B)(6) 2016. Repeat migration noticed on (B)(6) 2016. New revision to fusion on (B)(6) 2017. A surgeon annual survey form has been received on (B)(6) 2016. The form shows a complaint from dr mourning about a two migration of mobi-c devices. A mobi-c mbmb3555 5258964 has been implanted at level c5-6 on (B)(6) 2016. Symptoms returned in (B)(6) due to a migration. Implant was revised on (B)(6) 2016 for a removal and a new mobi-c mb3556 lot 5269868 (different size) was implanted. (The first revision was reported within the cmp (B)(4)). A new migration on (B)(6) 2016 and a revision has been performed on (B)(6) 2017 for a fusion. (This report is about the second revision).